Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide a correction with information inadvertently left out (b5 and g2) and to provide an update to fields (d9, h3, and h4). The device was evaluated by olympus, and part of the rubber valve inside the biopsy valve was missing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event occurred due to repeated insertion and removal of the endo-therapy accessory, etc. Subsequently pushed the pieces of the rubber valve into the endoscope's suction channel, causing them to fall off into the patient's body. However, the root cause of the reported event could not be determined. The event can be prevented by following the instructions for use which state: - 9.4 feeding and aspirating solution with a syringe "insert a syringe firmly and hold it perpendicular to the valve. Feed or aspirate solution from the syringe as necessary." -9.5 inserting and withdrawing the endo-therapy accessories "insert the endo-therapy accessory into the valve as straight as possible." "Angled insertion and withdrawal of the endo-therapy accessory can cause excessive resistance, and the endo-therapy accessory or biopsy valve could be damaged." "Inserting and removing the syringe or the endo-therapy accessory angled from the biopsy valve is an incorrect usage method and this may cause the forceps plug to break and pieces to fall into the patient body." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the retrieved piece of subject device was 2mm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a diagnostic endobronchial ultrasound (using a guide sheath) procedure when collecting the tissue after a respiratory examination the internal rubber of the single use biopsy valve fell into the bronchus that was retrieved with the aid of a disposable biopsy forceps (disposable biopsy forceps were inserted and removed four times). No extension of the procedure nor additional anesthesia required. The fallen fragment was matched after being retrieved. The device was inspected before use and no problem was found. There were no reports of patient harm.